Event description:
The customer returned the device for evaluation and repair for the issues of no angulation and flow issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is no air or water output from the device. This is attributed to the device nozzle being clogged with an unidentified solid material and the nozzle hose being deformed. The material could not be removed from the device. It appears that attempts were made at the facility to unblock and enlarge the opening with a sharp object in an attempt to clear the obstruction in the nozzle. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is no air or water output from the device. This is attributed to the device nozzle being clogged with an unidentified solid material and the nozzle hose being deformed. The material could not be removed from the device. It appears that attempts were made at the facility to unblock and enlarge the opening with a sharp object in an attempt to clear the obstruction in the nozzle. Foreign material found in the nozzle could very likely have accumulated and clogged it during the procedure prior to the reprocessing. Other incidental observations for the device are: customer reported no angulation was not confirmed, angulation in all directions is present but out of specification due to angle wires in the elevator coil being stretched; cp plate is deformed; distal end rubber coating (a-rubber) glue is worn out; distal end cover (c cover cap) is damaged; gluing applied around light guide (lg) rod lenses and charge couple device (ccd) cover lens is porous; switches 1 and 2 button rubber have wearing and tear; and scope connector electrical contact damaged (slightly). The device does not have any leaks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.